Event description:
A customer reported the system displayed an error code during a case. The system was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system. The solenoid spacers and the arm covers were replaced. The system was then tested and met all product specs. The replaced solenoid spacers have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).